Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A 300 cm 1 pk journey¿ guide wire was advanced to cross the lesion. However, the tip of the wire broke off. The detached tip was snared out of the patient's body successfully. No patient complications were reported and the patient's status was fine.